Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose/flush drive support disk and cracked end cap. No button anomaly observed during analysis. A cracked case and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed while changing the infusion set and reservoir. The blood glucose reading was 290mg/dl. Troubleshooting was performed, and the whole bottom part of the device was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.